Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 535 mg/dl. Customer stated that they treated high blood glucose with manual injection. Customer states that he attempted to prime the insulin pump and noticed that the device would rewind but not prime properly. He attempted to his prime his pump on a separate occasion and received a no delivery alarm. Troubleshooting was performed. During troubleshooting, the customer changed the infusion set and reservoir. Customer was still unable to push insulin through the tubing with the plunger rod. Advised customer to change the entire infusion set system as soon as possible. Advised customer to return the infusion sets and reservoirs for analysis. Customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Evaluated 3 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.